Manufacturer narrative:
The customer report of pm/ calibration issue was confirmed during servicing activities. This reported event and subsequent repairs were investigated through the service repair process. The proximate causes of the customer report of pm/ calibration issues are as follows: the ail assembly was observed with a soldering error. The rear case was observed damaged and corroded due to wear. The membrane frame was observed discolored due to wear. The female iui was observed corroded due to wear. The male iui was observed corroded due to wear. The door latch sear was observed cracked due to wear. The u4 segment of the display board was observed dim due to wear.

Event description:
It was reported that device would not calibrate despite having new pressure sensors and a replaced bezel.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed , which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of pm/ calibration was confirmed during servicing activities. There was no reported patient injury. The device is used for therapeutic purposes.